Event description:
Alleged event: after one of the passages of the capio into the sacrospinous ligament the bullet tip was not attached to the suture. The needle tip was not palpable or visible. The needle count was incorrect at the termination of the surgery. The location of the needle tip was confirmed by x-ray but removal was not attempted. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.